Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during follow up check, the atrial lead was observed dislodged. The lead was implanted successfully initially. Patient had frequent cough after the operation and caused the lead dislodgement. During atrial lead revision procedure, it was alleged that blood and tissue blocked in the atrial lead and as a result, failed to pace during revision procedure. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.